Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt experienced a persistent spinal headache one day after the permanent procedure due to cerebrospinal fluid leakage. The pt was advised to lie flat, hydrate and drink caffeine. F/u identified the issue is resolved.